Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r41118, and no non-conformances were identified.

Event description:
It was reported that during a tumor resection, the clips once fired cut the vessel. The device was replaced. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r94f7z. Device analysis: the analysis results found that the mcm20 device was returned inside its package unopened and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 20 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch r94f7z number, and no non-conformances were identified.